Event description:
A user complained that a curlin administration set was leaking. There was no patient injury.

Manufacturer narrative:
The device evaluation confirmed that the leakage occurred due to an incomplete rf weld seal at the injection port. This problem is being retrospectively reported to the FDA after a curlin risk analysis conducted 6/4/2007 and a review of complaints. No patient injury.